Manufacturer narrative:
The qa lab found 4 out of 5 test strips to read an average of 31 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer opened a new carton containing 2 bottles of test strips, she found the cap open on one of the bottles. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.